Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport isp implantable port attached to a groshong catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A partial circumferential break was noted from the distal end of the cath-lock. The edges of the partial circumferential break on the attached catheter were noted to be uneven and the surface was noted to be round and granular on both regions. Upon infusion, a leak of water with thrombus was observed exiting from the partial circumferential break on the attached catheter. Therefore, the investigation is confirmed for the reported fluid leak and the identified fracture, naturally worn and deformation due to compressive issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 07/2024), g3, h6 (device). H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one year and seven months post a port placement, the port allegedly had a subcutaneous leak. It was further reported that the catheter was suspected to be broken in the neck. Furthermore, the patient allegedly experienced shoulder discomfort and neck swelling, however, there is no information on any intervention or medications provided for treatment. Reportedly, the port was removed and replaced. There was reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 07/2024). H11: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one year and seven months post a port placement, the port allegedly had a subcutaneous leak. It was further reported that the catheter was suspected to be broken in the neck. Furthermore, the patient allegedly experienced shoulder discomfort and neck swelling, however, there is no information on any intervention or medications provided for treatment. Reportedly, the port was removed and replaced. There was reported patient injury.